Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total pancreatectomy procedure, two of these sutures just popped off from the needle. There was no patient injury.